Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during placement of the vascular stent in the sfa, the delivery system became blocked after a few trigger clicks and the vascular stent could not be deployed any further. The device was removed without issue and another stent was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure which was caused by the breakage of a force transmitting component. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. Also a not performed pre-dilation may be a contributing factor to the reported event. In this case, no pre-dilation was performed. The reported event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques." And "always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation."